Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscopic examination of the device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a hand assisted laparoscopic lower anterior resection, while completing the linear sigmoid transection, the extra large handle stop firing midway. The surgeon checked if there were obstructions, seeing there isn't any, the surgeon squeezed the handle again and the handle made a cracking noise. A standard handle was then opened. The purple loads were used successfully but with extreme difficulty. Additional skeletonization and much milking of the tissue prior to and during firing to resect the original incomplete staple line and to transect the sigmoid was done. After the transection of the bowel, the circular stapler was used to create the anastomosis and there were bubbles during the leak test. It was reported that the surgeon had been planning to perform a diverting loop ileostomy and that would also fix the leak issue.